Event description:
I had mentor memoryshape (textured) breast implants placed on (B)(6) 2015. Approximately one year later diagnosed with transverse myelitis. This autoimmune disease struck my spinal cord. C5-c6 lesion and also lesions in my thoracic area. It has resulted in chronic pain, loss of strength from waist down, loss of balance, bp issues, numbness, tingling, spasms in legs and feet. I read a lot of autoimmune problems listed with breast implants but I can't find if anyone ever suffered from transverse myelitis (rare). Had several tests and neurologist has no answers. I asked him if my breast implants could have caused this and he said he would look to see if he can find any information. Actually, I don't think he even looked. I had bilateral mastectomy in 2008 and waited 7 years before I had the implants with no problems or complications. Then I get the implants and within a year my life changed. FDA safety report ID # (B)(4).